Event description:
It was reported that the patient underwent revision l4-l5 hemilaminotomy, partial medial facetectomy, diskectomy and lysis of adhesions with l4-5 bilateral posterior fusion using rhbmp-2/acs, local bone graft and cd instrumentation. The bmp wa placed in the lateral gutters. A severe dural leak occurred during surgery. No further details were provided. The patient's last follow up exam was performed at 3 months.

Manufacturer narrative:
Concomitant product: cd horizon instrumentation, rhbmp-2/acs, local bone (therapy dates unknown). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. "This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006.